Event description:
It was reported that a patient received a trochanteric fixation nail and helical blade for a n subtrochanteric femur fracture on original surgery date of (B)(6) 2013. The fracture went on to union. Due to the fracture compression and the slide in the helical blade the lateral aspect of the helical blade was causing the patient lateral hip pain. The patient requested the helical blade be removed. The 95mm helical blade (456.304) was removed on (B)(6) 2013. The patient was revised to an 80mm lag screw. The outcome of the surgery was successful. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.